Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 6:00 am. Patient's daughter ((B)(6)) called in stating that the accuracy of the meter was not correct. (B)(6) stated the patient ((B)(6)) was disoriented and had difficulty walking. The reading on the prodigy meter was 300 mg/dl 80 mg/dl and 92 mg/dl. Patient's normal blood glucose reading around the time of day of the event is between 103-104 mg/dl. (B)(6) stated she took the end user to the hospital and she was admitted overnight due to readings on meter. Patient's glucose reading upon arrival at the hospital was 57 mg/dl. Patient ate and received an injection of dextrose as treatment while at the hospital. (B)(6) was also given a cardiac and enzyme test and also a cat scan. Patient's glucose level prior to discharge was 267 mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.